Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was selected for percutaneous transluminal angioplasty procedure. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.